Event description:
It was reported that "during a laparoscopic hysterectomy, when the user was taking the memobag out from the patient body after putting the resected uterus into it, the forceps got caught on the bag and the bag was torn. Due to that, the tumor and the torn piece of the memobag fell into the abdominal cavity. They were retrieved, but it was unknown if all the fallen things were retrieved. The md decided to end the surgery. No injury to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a laparoscopic hysterectomy, when the user was taking the memobag out from the patient body after putting the resected uterus into it, the forceps got caught on the bag and the bag was torn. Due to that, the tumor and the torn piece of the memobag fell into the abdominal cavity. They were retrieved, but it was unknown if all the fallen things were retrieved. The md decided to end the surgery. No injury to the patient occurred.".